Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump screen became unresponsive despite cleaning hands, wiping the screen, and placing the device on a charger, and blood glucose values remained unaffected; the device was replaced and the user was instructed on shutdown, data sync, startup of the replacement, return process, and continued cgm use. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included complaint intake review and replacement with return for evaluation. Investigation of the returned device revealed a display or touchscreen malfunction consistent with a hardware screen responsiveness failure. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the touchscreen/display assembly.